Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to loose/protruded drive support. Unit passed displacement test; unable to confirm prime anomaly due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced prime fill anomaly.